Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, there was difficulty experienced when inserting and advancing the delivery catheter system (dcs). A dissection occurred at the right femoral artery access site during removal of the in-line sheath. Subsequently, surgical repair was performed. The dcs was discarded following the procedure. It was reported that a non-medtronic closure device was used during the procedure and may have caused the dissection. The patient anatomy was reported to have mild tortuosity and calcification. No further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.